Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as the customer cancelled the service call. No add'l info is available.